Event description:
Adverse event(s): "no pt concerns, pt is doing well" (no consequences or impact to pt). Product problem(s): "scanner error" (device displays error message). An ophthalmic tech reports that on the first case of the day, the pt's flap had been created, but not lifted, the laser was armed and they received a scanner error. The laser operator rebooted the system and they were able to continue without experiencing any other system errors. The surgeon stated, he has no concerns for the pt and the pt is doing well. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).